Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: needle clogged.

Manufacturer narrative:
Investigation summary: four samples and one photo were provided by the customer for investigation. The returned samples were visually examined for clogs. It was observed that all the returned samples were clogged as light was not able to pass through the samples. It was also noted that all the returned samples have been opened by pushing the needle through the blister pack rather than peeling the packaging webs apart. One photo was also provided by the customer for investigation. The photo shows the four samples which were returned from the customer for investigation. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: needle clogged.